Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user administering an injection of insulin while remaining connected to the ilet, resulting in an excess of insulin dosing.

Event description:
On 8/26/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On 9/1/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was admitted to the ER due to a low bg event following the administration of a large back-up insulin dose via syringe, without disconnecting from the ilet. This led to a recorded blood glucose level of 20 mg/dl. The user experienced vomiting and aspirated vomit into their lungs en route to the ER. Due to the complications from the inhaled vomit, the user was monitored for five days and received IV insulin treatment during the hospital stay. The user reported hazy memories of the event and severe vomiting. The user was discharged on (B)(6) 2024. During the call, the agent explained that when using back-up insulin therapy, the user should disconnect from the ilet and wait two hours before reconnecting to prevent potential double dosing, which is believed to have caused the hypoglycemic event.